Event description:
A vitrectomy was being done on a patient. Alcon vitrector malfunctioned. Multiple tries to place a new cassette in the machine were unsuccessful. A back up vitrector was hooked up so the case could continue while the alcon rep was notified.